Manufacturer narrative:
Implant date on or about (B)(6) 2017. As reported, the patient underwent placement of an optease inferior vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter in the inferior vena cava (ivc) wall and failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The event description states that the patient was informed seven years after implantation that the device was embedded. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter in the inferior vena cava (ivc) wall and failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of chronic pain syndrome, spinal stenosis and neuropathy. Information provided in the medical records indicated that the filter was placed due to a history of deep vein thrombosis (dvt) and the development of pulmonary embolism (pe) while on coumadin. The filter was placed via the right common femoral vein and deployed in the appropriate position below the renal veins. The patient tolerated the index procedure well. Approximately thirty-eight days later, at the patient¿s request, an attempt was made to remove the filter percutaneously. During the retrieval attempt, the filter was pulled back into the snare device, but significant force was required and it was felt that the filter never fully released from the wall of the vein. A venogram was performed and a lumbar vein versus extravasation was noted. The decision was made to suture the sheath and perform a computed tomography (CT) scan, which showed no extravasation or hematoma. The patient also experienced back pain after the procedure. During the attempt to retrieve the filter, the physician tried to gain access via the right groin but was unable, as a result an ultrasound of the right leg was performed and showed no evidence of dvt in the right leg, the veins are patent and there was normal color flow. The filter was successfully retrieved during the second attempt via the right femoral vein. During the procedure the tip of a cook snare catheter dislodged, a second snare was used and the tip was captured in the ivc filter and subsequently removed with the entire unit. Additional information received per the patient profile form (ppf) states that the patient continues to experience anxiety. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter malfunctioned and was embedded in the wall of the inferior vena cava (ivc) wall, there was a failed retrieval attempt and the patient has experienced anxiety. The patient¿s medical history is significant for chronic pain syndrome, spinal stenosis and neuropathy. The indication for the filter implant was a history of deep vein thrombosis (dvt) and the development of pulmonary embolism (pe) while on an anticoagulant. The filter was placed via the right common femoral vein and deployed in the appropriate position below the renal veins. The patient tolerated the index procedure well. Approximately thirty-eight days later, at the patient¿s request, an attempt was made to remove the filter percutaneously. During the retrieval attempt, the filter was pulled back into the snare device, but significant force was required, and it was felt that the filter never fully released from the wall of the vein. A venogram was performed and a lumbar vein versus extravasation was noted. The decision was made to suture the sheath and perform a computed tomography (CT) scan, which showed no extravasation or hematoma. The patient also experienced back pain after the procedure. During the attempt to retrieve the filter, the physician tried to gain access via the right groin but was unable, as a result an ultrasound of the right leg was performed and showed no evidence of dvt in the right leg, the veins are patent and there was normal color flow. The following day, the filter was successfully retrieved via the right femoral vein. During the procedure the tip of a non-cordis snare catheter dislodged, a second snare was used and the tip was captured in the ivc filter and subsequently removed with the entire unit. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is illegible; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. The information provided does not mention any specific malfunction of the device. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.